Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a iliotibial band tenodesis surgery the eyelet of the swivelock broke during the tensioning of the blue suture (final tensioning). The screw part of the anchor remained in the bone, but the eyelet broke and came out, so the tension given was lost and the whole procedure had to be redone with a new anchor. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.